Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. Additionally, after loading a cartridge with 130 units, it was reported that the insulin gauge decreased to a fill estimate of 38 units after using the cartridge for a day. Blood glucose level was 242 mg/dl.